Manufacturer narrative:
Additional manufacturer narrative: the device history record (DHR) review was completed and there was no nonconformance found related to this event.

Manufacturer narrative:
Device not returned. Additional manufacturer narrative: the device history record review will be reported once completed. Despite follow-up, the subject device was not returned to edwards for evaluation due to patient privacy regulations; therefore, the reported leaflet tear, calcification, and stenosis could not be positively confirmed.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, it was learned that the aortic bioprosthesis was explanted after an implant duration of approximately 149 months, and replaced with another edwards' pericardial valve. Through follow-up, it was learned that the valve was explanted due to aortic stenosis, calcification and insufficiency. Operative report indicates that the prosthetic aortic leaflets showed mildly restricted opening. Also states one leaflet was prolapsing and created a large eccentric jet of ai that was directed toward the anterior mitral leaflet. Operative findings state there was early calcification of the leaflets and a torn leaflet of the old pericardial valve.